Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer generated a us acquisitionhw_40 error when it was activated. The error occurred before the transducer can be inserted into the patient for a planned transesophageal echocardiography (tee) procedure. The transducer was plugged into different ports of other ultrasound systems but the same warning was displayed. The user replaced the transducer and the tee was successfully completed. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying a acquisition 40 error. The transducer was returned, and an investigation was performed. The acquisition 40 could not be reproduced, but image quality issues were found when the cable was bent. This can also cause system error. The cause of the image quality/system error on the transducer was a manufacturing issue with the coaxial cables. The cable assembly manufacturer has changed the process through a CAPA. This transducer was manufactured before the CAPA. The transducer was replaced on site by service. (B)(4).